Manufacturer narrative:
No device associated with this report was received for examination. X-rays were received and reviewed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Information received from (B)(6). Formal claim received regarding pinnacle/corail hip implant revision due to pain, clicking, metallosis and pseudotumour as a result of metal wear reaction. Update (B)(6) 2015 - 2 year post op blood ion levels received - (B)(6). Update (B)(6) 2015 - medical records received. After review of the medical records, lab results from (B)(6) 2012 indicated the metal ions levels were above 7ppb. Revision operative note indicated metallosis and pseudotumor. The stem and cup were noted to be well fixed. The stem is being changed to a MDR yes to a no for the high metal ions. Complaint was updated on (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).